Event description:
Healthcare professional (hcp) reported patient was injection with [unspecified] juvéderm® volux: 2 syringes in menton, jw4, and jw5. Two weeks later, patient experienced erythematous inflammatory nodules on the chin. Non-permanent remissions occurred with cefax, tetradox and prednol. Treatment noted as "melting was done with hyaluronidase." Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, b7, c1, c3, d1, d4, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injection with [unspecified] juvéderm® volux: 2 syringes in menton, jw4, and jw5. Two weeks later, patient experienced erythematous inflammatory nodules on the chin. Non-permanent remissions occurred with cefax, tetradox and prednol. Treatment noted as "melting was done with hyaluronidase." Symptoms ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional later reported patient recovered completely after hyaluronidase was applied.